Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient reported that they noticed a few times that their therapy was turned off. Patient stated that after the neurosense was turned on, they noticed a few times when charging from low battery to full, when they got 100% completed charging, their stimulation was turned off. Patient stated they looked up their handset and communicator and saw that therapy was off. Patient stated that this morning was the last time they charged their implant to full. Patient stated that the first time they notice that the therapy was off was probably a week, the first week of march. Patient stated they didn't notice it right away that the therapy had turned off because a few hours had gone by and they don't turn the therapy off or play with it because they do not want to break anything. Patient stated the only thing they could think of was that they were charging the implant and they usually have the communicator right next to them so they can make sure it's charging properly even when it's down. Patient stated that they guess after they took it off, they don't know if they accidentally shut it off. Patient mentioned a couple weeks later the same thing had happened again and they do believe the battery of the neurostimulators was flashing and that was the first time as well. Patient was not sure if it got low enough before it started charging or if it shut off after getting to full. Caller confirmed the communicator is powered on and shows battery light (green). Patient confirmed implant was at 100% and communicator was at 95%. Patient mentioned they don't have any issue connecting. Agent reviewed information and advised patient to monitor and call back if the issue persist.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.